Event description:
Attempts at deploying a 2.5 x 12 mm taxus drug-eluting stent to the proximal lad were unsuccessful due to inability to advance stent. The proximal lad and ostium of the diagonal branch were post-dilated; however, further attempts at advancing the stent caused the stent to shear off the balloon. Guidewires and stent balloon were brought back into the guide and the entire guide was retracted into the sheath, however, the stent embolized off the guidewire and remained halfway out of the sheath in the right femoral artery. Attempts to snare the stent were unsuccessful and the stent embolized distally into a small external circumflex branch off the right femoral artery. It was decided to leave the stent alone as the likelihood of it causing any significant sequela was thought to be very low after discussion with the colleagues.====================== manufacturer response for percutaneous intervention of drug eluting stent, boston scientific taxus stent======================they requested the product, which was not given to them.